Manufacturer narrative:
Batch review performed on 02-aug-2024. Lot 2346852: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-spherika 02.12.e0313fl tibial insert fixed sphere flex size 3/13 mm l e-cross (k202022) lot 2238817: (B)(4) items manufactured and released on 02-nov-2022. Expiration date: 2027-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e002rp patella resurfacing size 2 e-cross (k202022) lot 2346255: (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-01-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2345288: (B)(4) items manufactured and released on 20-mar-2024. Expiration date: 2029-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised all components to gmk-hinge components and the surgery was completed successfully.